Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the intermittent image issue. The technical service representative reported that when the spectrum smart cable was connected to a test monitor and a single use blade and then a video baton 2.0, the monitor ceased to recognize the cable when the cable was manipulated. The technical service representative attributed the "no image / intermittent image" issue to cable failure. Since the customer had already received a replacement glidescope spectrum smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the video image was intermittent. The customer's biomed stated that the hdmi connector side strain relief seemed to be failing. The procedure was completed by holding the strain relief in the correct position. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.